Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on the day of implant, while tunneling the percutaneous lead (driveline), the surgeon had difficulty getting through the muscle facia. Once the surgeon got it through and inspected the tunneler and adapter, the surgeon noted one of the prongs that hold the tunneler to the adapter was bent back. It was believed that because the patient was younger, the muscle facia was tougher to get through and got caught. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because the part was not returned for analysis. A correlation between the device and the reported event could not be conclusively determined. A corrective and preventative action has been initiated by the manufacturer to investigate the issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.